Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number (B)(4). This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the device was explanted (date and reason for the explant unknown). It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on may 9, 2023.